Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the water entrance the unit making it unusable. Identification of issue has been done by analyzing problem description and information provided by the technician. There was no patient harm. There is no information which parts of the unit have been affected with water spillage nor if any part has been manipulated e.g. Replaced. The user decided to call third party for maintenance, therefore no evaluation of unit by getinge employee has been performed. Nevertheless, the user informed that, the issue has been resolved and the device was put back in working condition. It has remained unknown under which circumstances the water entered the unit. Nevertheless it can be concluded that the operator of the device must have been aware about that situation as the device was considered as unusable. The user has been informed about maintenance matters. Based on the above information, it has been concluded that the most probable root cause was usability issue. H3 other text : 4117